Manufacturer narrative:
This report is for an unk - nail head elem: dhs/dcs lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: de leon j., ahmad f., patel k. And buttacavoli f. (2020), spinopelvic instability in conversion total hip arthroplasty: a complicated case of loeys-dietz syndrome, arthroplasty today, vol. 6 (xx), pages 1009-1015 (USA). This study presents a case report of a (B)(6)-year-old male patient who presented with screw cutout 6 weeks after dynamic hip screw (dhs) fixation for right femoral neck fracture. Right hip imaging at that time showed dhs cut out into the right hip joint and subchondral bone (fig. 1). Given his desire to return to high-level cycling, this fixation failure was treated with right conversion total hip arthroplasty 45 days after his open reduction internal fixation. This report is for an unknown synthes dhs lag screw. A copy of the literature article is being submitted with this medwatch. This report is for one (1) unk - nail head elem: dhs/dcs. This is report 1 of 1 for complaint (B)(4).